Event description:
It was reported that the patient was experiencing discomfort at the clik anchor site. The patient underwent a clik anchor explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.